Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a system error. Code 133.6080- back up speaker could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.javascript:displaygrid(773) a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a recent visit by a bd representatives the facility underwent bd alaris services checked in by bd in (B)(6) 2019. It was reported one of the pcu had a system error. Code 133.6080. There was no patient involvement.